Event description:
The pt initially had good response to her implantable neurostimulator (ins) and good coverage of her leg pain. She gradually developed a tremor and experienced a metallic taste in her mouth as well as a general feeling of being unwell. The pt requested that her entire system be explanted. The system was explanted and not replaced. No device malfunction was suspected. The pt was not injured and was doing fine. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.